Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8fr sheath hole prior to an endoprosthesis implantation procedure. The suture of the first proglide device was successfully pre-placed. Reportedly, when attempting to insert the hydrophilic sheath of the second proglide device at the puncture site, resistance was met and it did not progress; therefore, the strategy changed and a cutdown was performed. The suture of the first proglide was removed, and the interventional procedure was completed. Hemostasis was achieved via the cutdown. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to insert could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.